Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband was reported via phone call that; the customer was hospitalized on (B)(6) 2018 due to high blood glucose of over 600 mg/dl. The customer also reported that, the insulin pump had blank display and battery compartment was damaged. The significant events leading to hospitalization were dizzy, blurred vision and was thirsty. Customer stated that, they are unable to remove the battery cap on their pump. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No blank display noted during testing. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and stripped battery cap coin slot.